Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the previous night, the customer experienced an elevated blood glucose (bg) level of 355 mg/dl. The customer reverted to a backup pump and was able to address bg levels. The customer began noticing elevated bg levels just after changing the site to an infusion set model they had never used before. However, it could not be confirmed if there was an issue with the site, as the customer had changed the site prior to contacting tandem technical support.